Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2021, the patient underwent the open reduction internal fixation for the right femoral trochanteric fracture with the tfna blade and the cement. The tfna blade was inserted, followed by injection of cement. Originally, the blade was intended to be placed in the center of the bone head, but as a result, the insertion position became slightly lower. With regard to this position, it was concluded that there was no problem with the doctor's judgment, but when cement was injected, it did not spread upward as expected, but spread downward. It was explained during the surgery that there was a tendency for cement to flow to areas of poor bone quality, but the cement that had spread down extended to the area close to the joint surface. There was no phenomenon such as leakage of cement into the joint, and there was no complaint from the doctor, but sales rep explained to the doctor that it is necessary to secure at least 6 mm from the joint surface. The surgery was completed successfully without any surgical delay. This report involves (1) traumacem(tm) v+ injectable bone cement ¿ sterile. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: h4. Device manufacture date. H6 - codes updated to imdrf codes. Device history lot - part #: 07.702.040s. Lot #: 0j53360. Manufacturing site: (B)(4). Supplier: (B)(4). Release to warehouse date: 08 sep 2020. Expiry date: 01 sep 2023. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.